Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's husband reported that the customer passed away. The last recorded blood glucose reading was 234 mg/dl, one week prior to the event. He did not know the blood glucose reading at the time of death as she had passed away at home in her bed. He stated that his son had found her on the floor. He stated that she suffered from congestive heart failure and renal failure and that he believed those factors played a role in her death. She was wearing the insulin pump at the time of the event. Nothing further was reported.